Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the buttons on the keypad were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015 device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: the buttons on the keypad were inoperative due to moisture on the keypad flex. There was moisture observed behind the display and inside the pump. The screen was immovable and the keypad was unresponsive. Unrelated to the original complaint, the display had a pink contrast.